Event description:
Clinical narrative: impella cp was inserted via the right femoral artery in a 71-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient's comorbidities included coronary artery disease and diabetes mellitus. The patient's clinical state prior to initiation of support was reported as society for cardiovascular angiography and interventions (scai) shock stage e. The patient required inotropic support, vasopressor therapy, respiratory support, anticoagulants, and antiplatelet therapy prior to and during support. The patient was subsequently escalated to impella rp flex support for bipella therapy. During support, a hematoma developed at the right femoral impella cp insertion site in the area of the 14 french introducer. The reported activated clotting time (act) at the time of the event was 302 seconds. Estimated blood loss was approximately 100 milliliters, and two units of blood products were administered. Hemostasis was achieved following removal of the impella device. Pump performance metrics were not reported. The patient was described as critically ill with multiple comorbidities and severe cardiogenic shock. The patient expired in the procedural area following the event. The reported hematoma and major bleeding are most consistent with an access-related complication associated with large-bore arterial access and anticoagulation therapy in a critically ill patient with cardiogenic shock. There is no evidence of device malfunction. However, the death is conservatively being reported on the impella cp insertion due to the inability to conclusively dissociate the products from the patient outcome.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.